Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had increasing and high thresholds since implant. It could not be certain if the rv lead pulled back; however, it was noted that the tie down suture did not hold. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.